Event description:
The surgeon performed the index surgery on (B)(6) 2011. Two 7mm ifuse implants were placed. The pt experienced some right leg pain in the early post-operative period. The pain started out and described as "mild" the first night after surgery. The pt, at that time had no motor or sensory deficits on examination. The pt was discharged from the hospital the next day. The pt continued to have pain down the right leg. The pain goes/went clear to the foot. The pain worsened in intensity to the point where she desired that something be done about it. The pt ended up seeing another surgeon. The surgeon obtained a CT scan which showed that the first implant was positioned such that the implant violated the ventral cortex of the sacrum. The first implant was positioned such that the leading tip of the implant may well be impinging upon the l5 nerve root. On (B)(6) 2012, it was reported that the pt was scheduled for revision (B)(6) 2012.

Manufacturer narrative:
Based upon the complaint information and investigation, as well as review of the surgeon training manual, certificate of conformance and fmea, there is no indication of device failure or that the device was out of specification. The most probable root cause is malposition of the implants.